Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. On (B)(6) 2018, the reporter contacted animas, alleging that the u-groove was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is not being reported because there is no impact on insulin delivery function and no delay in treatment.